Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the back of the insulin pump had fallen off. The mother stated that the customer was on her way to the emergency room due to low blood glucose and a virus. The mother stated that her daughter is in another state at school. While tried to connect three ways the call was disconnected. No further information was provided.